Manufacturer narrative:
An uneven amount of fluid was drawn and the pipette was removed from service. The pipette deemed to have an additional structural failure was not able to be evaluated to confirm uneven draw. The pipette resides at the testing facility and has not been returned to the manufacturer for evaluation. No events endangered any patient or altered any test results.

Event description:
The customer indicated that they were attempting to perform patient testing with the biohit pipettor and noticed that the pipettor had dispensed an incorrect amount of fluid. The customer aborted testing and discontinued the use of the pipettor. The customer indicated that the pipettor was dispensing less fluid on any programming mode. Qc testing also failed. No erroneous results were reported. Issue resolved through product replacement.